Manufacturer narrative:
The ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The svc rep reseated the cable and power connections. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would intermittently display a black/white screen. No pt injury was reported.